Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pocket site discomfort due to where it was located. It was also noted that the device stopped working. The patient underwent an ipg explant procedure and the device was disposed.